Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. It was noted that the patient had received appropriate shocks which might have contributed to the dislodgement. The lead was explanted and replaced. The patient's condition was stable.